Manufacturer narrative:
(B)(4). The site disposed of the incident electrode and no further eval is possible. If additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a tummy tuck procedure there was some charred tissue. It was excised during the procedure and included in the closing of the incision. There was no pt injury or impact. Generator setting was around 30 cut/30 coag or a little higher. The site had their generator checked and the unit checked out. The pencil was discarded by the site.